Manufacturer narrative:
The physician's office kept the opened bottle of product used at the time of event. A bottle of solution was returned for evaluation. It was unclear if it was used at the time of event. Chemical testing showed the returned product met all shelf life limits. Based on all information, no causal factors can be determined, and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
Mother reported her son developed infected ulcers while using renu with moistureloc multi-purpose solution. Patient usually used opti-free. Within two days, patient developed blurry vision, pain, redness, light sensitivity and discharge. Patient was referred to a physician and diagnosed with a small peripheral, bacterial corneal ulcer o.s. There was no drainage, a culture was not taken and visual acuity was 20/25. Patient was prescribed zymar 0.3% for one week. The patient had a follow-up appointment and showed improvement. There was no scarring and no vision loss. The patient filled a rx for zymar 0.3% drops. The physician attributed the event to overwear of lenses and indicated that this event was not related to renu with moistureloc multi-purpose solution. He also stated that this was not a fusarium infection. According to the patient and mother, the patient had permanent scarring on both corneas.